Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home patient (hp) had a system error 2240 (air in line) on the homechoice (hc) device during peritoneal dialysis (pd) therapy. Nothing was found during troubleshooting that would have caused or contributed to the alarm. The technical service representative (tsr) reviewed proper procedures, per the user manual, with the hp. The hp was to complete therapy using continuous ambulatory peritoneal dialysis (capd). There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.